Event description:
On (B)(6) 2015, the patient was transferred from an outside hospital with complaint of chest pain. On arrival in emergency department, the lvad was interrogated, which showed multiple low flow advisories and pump stoppages. The patient was admitted to undergo further evaluation. During admission, chest and abdominal x-rays were obtained and sent to manufacturer along with log files from lvad. Manufacturer engineers were present and replaced 19 inches of external percutaneous lead. CT scan of chest and abdomen results revealed a type a aortic dissection not previously noted and an existing abdominal aortic aneurysm. Pt was evaluated by cardiothoracic surgeon for possibility of lvad exchange and/or aortic dissection repair. It was determined the patient's chance of survival for surgical intervention was poor. This was discussed with patient and patient did not wish to undergo surgery and was discharged home with hospice.